Manufacturer narrative:
The mega needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. The frayed strands were sticking out at the wrist of the instrument. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, frayed cables were identified on the megal needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.